Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
When resetting the biopsy needle, the handle failed at the spring, making it impossible to reengage the needle to perform a second biopsy. Increased duration of the procedure / pain for the patient.

Manufacturer narrative:
Sample is indicated as returned. A follow-up report will be submitted upon investigation completion.

Event description:
When resetting the biopsy needle, the handle failed at the spring, making it impossible to reengage the needle to perform a second biopsy. Increased duration of the procedure / pain for the patient.

Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
After performing a search of our complaint database for reports of similar conditions it has been determined that the noncompliance reported has been experienced by other customers as well. Since the production of lot 11416767 corrective actions have been implemented per CAPA c-2021-061.

Event description:
When resetting the biopsy needle, the handle failed at the spring, making it impossible to reengage the needle to perform a second biopsy. Increased duration of the procedure/pain for the patient.